Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
It was reported that a patient passed away after a therapeutic plasma exchange (tpe) procedure had been performed. Further details are not available at this time. Patient information is not available at this time. The tpe set is not available for return for evaluation. This report is being filed due to patient death, though at this time there is not an allegation that the device caused or contributed to the patient death.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. A disposable complaint history search could not be performed since the lot number could not be confirmed. Investigation is in process. A follow up report will be provided.

Event description:
It was reported that a patient passed away after a therapeutic plasma exchange (tpe) procedure had been performed. Further details are not available at this time. Patient information is not available at this time. The tpe set is not available for return for evaluation. This report is being filed due to patient death, though at this time there is not an allegation that the device caused or contributed to the patient death.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. A disposable complaint history search could not be performed since the lot number could not be confirmed. Follow-up communication attempts to obtain more information regarding the death was unsuccessful. Patient diagnosis/medical conditions, autopsy, or cause of death were not provided. Due to the lack of information, cause of death is not able to be determined. Based on the clinical information provided, the spectra optia performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused adverse events. Per terumo bct internal medial review the device did not cause/contributed to the reported death. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient death could not be determined. An autopsy report could not be provided by the customer to establish the cause of death, therefore the cause of death was undetermined. Possible causes include but are not limited to: * undisclosed medical condition * unknown event that occurred to the patient that led to death.

Event description:
It was reported that a patient passed away after a therapeutic plasma exchange (tpe) procedure had been performed. The customer/patient information is not available. The regional specialist confirmed that the customer contact declined to provide any further details on the alleged incident. The tpe set is not available for return for evaluation. This report is being filed due to patient death, though at this time there is not an allegation that the device caused or contributed to the patient death.